Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event occurred on unspecified various dates and involved a tego where it was reported unable to get flow or flush through tego. Post dialysis-taurolock¿ medication was being used. Product was not reprocessed or re-sterilized prior to use. The event occurred during patient use. There was patient involvement, no delay in therapy & no harm. There were 12 separate incidents over a number of months. No additional details provided. This report captures the 12 unspecified incidents.

Manufacturer narrative:
Additional information: d9 - date returned to mfg: 9 june 2025. Investigation summary: twelve (12) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received the following was observed: a tear seal and collapsed were confirmed on 3 out 12 samples, no additional damage was observed on the rest of the samples only an unknown residual. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of unable to get flow or flush through tego is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot# review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.